Event description:
During procedure of directional coronary atherectomy of proximal anterior descending, the (l) main coronary artery dissected and occluded which precipitated cardiac arrest. Intra-aortic balloon was placed in (l) groin. A temporary artery graft x 2.